Event description:
The manufacturer received information alleging a trilogy evo ventilator had a ventilator inoperative condition occur during device start up. There was no harm or injury reported. It was reported the device experienced a ventilator inoperative event as evidenced by an error code e-262 that indicates the data in the electronically erasable programmable read-only memory was corrupt on the system/central processing unit. The system printed circuit assembly board will require replacement to address this issue. A philips field service engineer is planned to complete the repairs at the customer site; however, a site visit date has not yet been scheduled. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.